Event description:
A surgeon reports having a pt experiencing blurring of vision and diplopia following bilateral intraocular lens (iol) implant surgery. Approx five months later, the lens was exchanged. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The explanted lens was returned for evaluation and the lens resolution and diopter were acceptable. The product was damaged and this damage was not mentioned by the customer. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/06/2008 and 08/13/2008 by phone, fax and mail; and received on 08/14/2008. This report was mailed to FDA on: 09/05/2008.